Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("migration of essure device/ expulsion of essure device"), genital haemorrhage ("abnormal bleeding (general)") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a 37-year-old female patient who had essure (batch no. C03092) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholelithiasis, gerd, otitis media, vertigo and menses irregular. Concurrent conditions included urinary frequency and cystocele. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, genital haemorrhage (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), menorrhagia ("severe menstrual bleeding/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe menstrual pain"), abdominal pain upper ("upper abdominal pain"), vaginal discharge ("vaginal discharge"), infection ("infections"), procedural pain ("painful post-operative recovery"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines /headaches"), nausea ("nausea"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove the essure coils) and surgery (partial hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, genital haemorrhage, intra-abdominal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain upper, vaginal discharge, infection, procedural pain, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain upper, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, hormone level abnormal, infection, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, procedural pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Essure lot number added. Hormonal changes, abnormal bleeding (general), abnormal bleeding(vaginal), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines /headaches, migration of essure device/ expulsion of essure device, nausea. Previously reported event infections updated to infection: bladder, infection: urinary, infection: vaginal. Medical condition, concurrent condition and laboratory data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("migration of essure device/ expulsion of essure device"), genital haemorrhage ("abnormal bleeding (general)") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a 37-year-old female patient who had essure (batch no. C03092) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholelithiasis, gerd, otitis media, vertigo and menses irregular. Concurrent conditions included urinary frequency and cystocele. On (B)(6)-2014, the patient had essure inserted. In november 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain. In december 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), nausea ("nausea"), urinary tract infection ("urinary tract infection") and headache ("headache"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), menorrhagia ("severe menstrual bleeding/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe menstrual pain"), abdominal pain upper ("upper abdominal pain"), vaginal discharge ("vaginal discharge"), infection ("infections"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines /headaches"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove the essure coils) and surgery (partial hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the device breakage, device expulsion, genital haemorrhage, intra-abdominal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain upper, vaginal discharge, infection, procedural pain, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, cystitis, urinary tract infection, vaginal infection and headache outcome was unknown. The reporter considered abdominal pain upper, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, infection, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, procedural pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results: CT, showed left side in place; fragmented and extratubal on the right. On (B)(6)2016, CT -result: breakage of essure device most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Event headache added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("migration of essure device/ expulsion of essure device"), genital haemorrhage ("abnormal bleeding (general)") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a 37-year-old female patient who had essure (batch no. C03092) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholelithiasis, gerd, otitis media, vertigo and menses irregular. Concurrent conditions included urinary frequency and cystocele. On (B)(6) 2014, the patient had essure inserted. In november 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain. In december 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), nausea ("nausea"), urinary tract infection ("urinary tract infection") and headache ("headache"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), menorrhagia ("severe menstrual bleeding/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe menstrual pain"), abdominal pain upper ("upper abdominal pain"), vaginal discharge ("vaginal discharge"), infection ("infections"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines /headaches"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove the essure coils) and surgery (partial hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, genital haemorrhage, intra-abdominal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain upper, vaginal discharge, infection, procedural pain, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, cystitis, urinary tract infection, vaginal infection and headache outcome was unknown. The reporter considered abdominal pain upper, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, infection, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, procedural pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results: CT, showed left side in place; fragmented and extratubal on the right. On 27dec2016, CT -result: breakage of essure device . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), menorrhagia ("severe menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), abdominal pain upper ("upper abdominal pain"), abdominal pain lower ("lower abdominal pain and cramping"), vaginal discharge ("vaginal discharge"), infection ("infections") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, intra-abdominal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain upper, abdominal pain lower, vaginal discharge, infection and procedural pain outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, device breakage, dysmenorrhoea, infection, intra-abdominal haemorrhage, menorrhagia, procedural pain and vaginal discharge to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.